Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a hospitalization for an exacerbation of congestive heart failure, the patient had a transesophageal echocardiogram performed which showed vegetation on the tricuspid, mitral and aortic valves as well as a tricuspid abscess. Blood cultures were performed and were positive for gram positive cocci, enterococcus faecalis. The patient was diagnosed with acute bacterial endocarditis, and bacteremia/septicemia. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. A peripherally inserted central catheter was placed and the patient treated with intravenous antibiotics. The patient was discharged to an acute care facility with a life vest. The patient is a participant in (B)(6) registry. No further patient complications have been reported as a result of this event.